Event description:
It was reported, the patient was in the hospital for excruciating pain and the patient was in so much pain she ¿can¿t move.¿ the acute pain started on 2013 (B)(6) and it was noted the patient had a computed tomography (CT) scan and some degenerative bone disease was found. It was also reported, the patient was going to have a bone scan. The patient had an infection and the blood results from the hospital showed an infection, but ¿they don¿t know where.¿ the patient was having lower back pain between their stimulator and the pain pump. It was unclear if the pain was coming from the stimulator (refer to manufacturer report # (3004209178-2013-22006). It was also reported, the patient was on a dilaudid patient- controlled analgesia (pca) pump in the hospital. It was further reported, the patient ¿had no problems with the implanted pump.¿ the pump was being used to deliver dilaudid. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).